Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of hemorrhage (bleeding at the access site) appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted through the groin access site in order to gain access to the femoral for advancement. The reported patient effect of bleeding, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the access site bleeding. It was reported that one mitraclip was successfully implanted reducing mitral regurgitation grade from 4 to 1-2. There were no device performance issues during the procedure. After the steerable guide catheter was removed without incident from the patient, there was more bleeding than expected at the femoral vein access site. A surgical cut-down was performed and the access site required sutures to stop the bleeding. There was no adverse sequela from the bleeding. No additional information was provided.